Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device malfunction, and surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent revision breast augmentation with a 575cc mentor memorygel breast implant. The patient has experienced surgical injury due to a device malfunction intraoperatively on the right side. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. The device was replaced and the procedure continued.

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 575cc breast implant was found to have some bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Bubbles in the gel can be originated with changes in pressure and temperature which can affect volume. The shell wall is permeable to air, therefore trapped air can form bubbles with changes in pressure or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. It should be noted that each device is inspected at various stages of the manufacturing process, there are human inspections to evaluate bubbles in gel or other types of defects. The devices are examined for obvious defects and rejected during the manufacturing process; these inspections may have an opportunity for an item to not be detected depending on background characteristics, illumination, and the individual inspector¿s peripheral visual acuity. The mentor site requires an annual vision acuity exam to be performed on associates to ensure they meet requirements and continue to perform inspections. Additionally, operators are trained on quality control inspection criteria to perform inspections. Manufacturer¿s reference number: (B)(4).